Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a rectosigmoidectomy surgery, the doctor used the cdh and even after using the correct technique of using the device as he always used the product he noticed that some staples were not tightly closed so the doctor sutured the staples to strengthen the anastomosis; suture with suture over the reinforcement clips was necessary. Surgery was delayed 30 minutes. The procedure was successfully completed and there were no patient consequences reported.